Manufacturer narrative:
The reported event of functional under sensing was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a manufacturing process anomaly related to the header attachment area. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that on (B)(6) 2024, a patient presented remotely via merlin.net, the pacemaker exhibited mode switching delayed due to atrial events were falling in post-ventricular atrial blanking (pvab). No programming change and patient's condition were reported. On (B)(6) 2025, the pacemaker was then explanted and replaced with an implantable cardioverter-defibrillator (ICD). No patient condition was reported during the ICD implant procedure.